Event description:
One pt sample with discrepant results for estradiol. Initial result gave <5.0 pg/ml; repeat result gave 616.2 pg/ml. No erroneous results reported. The field svc rep was unable to determine a root cause for the discrepancy. Performance tests were performed.